Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of insulin on the night of (B)(6) 2017, and displayed 290 units when the customer awoke the following day. The customer's blood glucose level was 129 mg/dl. The customer reloaded the cartridge successfully and received an accurate fill estimate.